Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia and fell from bicycle. The patient was taken by ambulance to hospital and treated there with glucose injection (meant to be glucagon). At the time of the report the patient was good. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional b5 describe event or problem - correction h6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia and fell from bicycle. The patient was taken by ambulance to hospital and treated there with glucose injection (meant to be glucagon). At the time of the report the patient was good. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On 09/18/2025, it was reported that the patient experienced hypoglycemia, dizziness and fell from bicycle. The patient called an ambulance and was taken to hospital and treated there with glucose injection (meant to be glucagon). The mobile device was in backpack and he couldn't hear it; warnings and alerts on watch to silent and to weak. The values were displayed correctly, just he could hear them and did not feel the vibration. The apple watch was covered by glove so he also did not see them. At the time of the report the patient was good. No other details were documented. A review of performance data shows that the patient's low alert was set to 65 mg/dl with the audio set to match phone. His urgent low soon alert was enabled with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The signal loss alert was set to sound and was set to trigger after 30 minutes of continuous signal loss. (Please note these settings apply to both the smart device and the apple watch.) Performance data shows that at 4:00 pm on 09/18/2025, the smart watch delivered an urgent low soon alert at full volume with an estimated glucose value of 68 mg/dl. The patient's egvs dropped below the urgent low alert threshold for the next two hours or so, but several of the alerts on both the app and watch were delayed because the alert processing was blocked by other tasks. Data also found that from 3:00 pm to 6:00 pm on the date of incident, the patient only experienced a single, five-minute period of signal loss on his app at 4:55 pm. On his watch, he experienced significantly more signal loss during this same period, though it did not begin until 5:00 pm. At 4:35 pm, the app delivered an urgent low soon alert at partial volume with an egv of low (less than 40 mg/dl). At 4:45 pm, the app delivered an urgent low alert at partial volume with an egv of low. At 4:48 pm, the app delivered an urgent low alert at half volume with an egv of low. At 4:50 pm, the app delivered an urgent low alert at full volume with an egv of low. At 4:55 pm, the app delivered an urgent low alert at full volume with an egv of low (backfilled). At 5:00 pm, the app delivered an urgent low alert at full volume with an egv of low. At 5:05 pm, the app delivered an urgent low alert at full volume with an egv of 52 mg/dl. At 5:10 pm, the app delivered an urgent low alert at full volume with an egv of 83 mg/dl. At 5:15 pm, the app delivered an urgent low alert at full volume with an egv of 75 mg/dl. At 5:23 pm, the app delivered an urgent low alert at full volume. At 5:30 pm, the app delivered an urgent low alert at full volume with an egv of 49 mg/dl. At 5:35 pm, the app delivered an urgent low alert at full volume with an egv of 43 mg/dl. At 5:42 pm, the app delivered six alerts: a low alert at partial volume; two urgent low alerts at half volume; and three urgent low alerts at full volume. The urgent low alert was also acknowledged at this time, 5:42 pm. The patient's egvs remained around 40 mg/dl for the next 20 minutes or so, and then crossed back into target range at 6:00 pm with an egv of 81 mg/dl. Turning back to watch alerts, at 4:48 pm, the watch delivered an urgent low alert at full volume. At 4:50 pm, the watch delivered an urgent low alert at full volume with an egv of low. At 4:55 pm, the watch delivered an urgent low alert at full volume with an egv of low. At 5:00 pm, the patient experienced signal loss on his smart watch for the next five minutes. At 5:05 pm, his egv read 52 mg/dl, and he then experienced a second period of signal loss at 5:10 pm which lasted for the next 20 minutes. At 5:23 pm the watch delivered a signal loss alert at full volume. At 5:30 pm, his egv read 49 mg/dl. He experienced signal loss for the next hour after that. The reported complaint is undetermined. Although the patient was found to have experienced delayed alerts, a full-volume alert for urgent low soon was delivered at 4:00 pm at the time when the hypoglycemic event allegedly occurred. Why the patient reported not hearing this alert and the alerts that followed later is unknown. It is also unknown why the patient reported that his mobile device was set to silent, as data findings contradict this statement. Furthermore, although signal loss was found as alleged, there was virtually no signal loss on the app during the window of investigation, and the signal loss on the watch began an hour after the hypoglycemic event allegedly occurred. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia, dizziness and fell from bicycle. The patient called an ambulance and was taken to hospital and treated there with glucose injection (meant to be glucagon). The mobile device was in backpack and he couldn't hear it, warnings and alerts on watch too silent and to weak. The values were displayed correctly, just he could hear them and did not feel the vibration. The apple watch was covered by glove so he also did not see them. At the time of the report the patient was good. No other details were documented. A review of performance data shows that the patient's low alert was set to 65 mg/dl with the audio set to match phone. His urgent low soon alert was enabled with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The signal loss alert was set to sound and was set to trigger after 30 minutes of continuous signal loss. (Please note these settings apply to both the smart device and the apple watch.) Performance data shows that at 4:00 pm on 09/18/2025, the smart watch delivered an urgent low soon alert at full volume with an estimated glucose value of 68 mg/dl. The patient's egvs dropped below the urgent low alert threshold for the next two hours or so, but several of the alerts on both the app and watch were delayed due to a race condition in which the alert processing is blocked by other tasks. Data also found that from 3:00 pm to 6:00 pm on the date of incident, the patient only experienced a single, five-minute period of signal loss on his app at 4:55 pm. On his watch, he experienced significantly more signal loss during this same period, though it did not begin until 5:00 pm. At 4:35 pm, the app delivered an urgent low soon alert at partial volume with an egv of low (less than 40 mg/dl). At 4:45 pm, the app delivered an urgent low alert at partial volume with an egv of low. At 4:48 pm, the app delivered an urgent low alert at half volume with an egv of low. At 4:50 pm, the app delivered an urgent low alert at full volume with an egv of low. At 4:55 pm, the app delivered an urgent low alert at full volume with an egv of low (backfilled). At 5:00 pm, the app delivered an urgent low alert at full volume with an egv of low. At 5:05 pm, the app delivered an urgent low alert at full volume with an egv of 52 mg/dl. At 5:10 pm, the app delivered an urgent low alert at full volume with an egv of 83 mg/dl. At 5:15 pm, the app delivered an urgent low alert at full volume with an egv of 75 mg/dl. At 5:23 pm, the app delivered an urgent low alert at full volume. At 5:30 pm, the app delivered an urgent low alert at full volume with an egv of 49 mg/dl. At 5:35 pm, the app delivered an urgent low alert at full volume with an egv of 43 mg/dl. At 5:42 pm, the app delivered six alerts: a low alert at partial volume; two urgent low alerts at half volume; and three urgent low alerts at full volume. The urgent low alert was also acknowledged at this time, 5:42 pm. The patient's egvs remained around 40 mg/dl for the next 20 minutes or so, and then crossed back into target range at 6:00 pm with an egv of 81 mg/dl. Turning back to watch alerts, at 4:48 pm, the watch delivered an urgent low alert at full volume. At 4:50 pm, the watch delivered an urgent low alert at full volume with an egv of low. At 4:55 pm, the watch delivered an urgent low alert at full volume with an egv of low. At 5:00 pm, the patient experienced signal loss on his smart watch for the next five minutes. At 5:05 pm, his egv read 52 mg/dl, and he then experienced a second period of signal loss at 5:10 pm which lasted for the next 20 minutes. At 5:23 pm the watch delivered a signal loss alert at full volume. At 5:30 pm, his egv read 49 mg/dl. He experienced signal loss for the next hour after that. The reported complaint is undetermined. Although the patient was found to have experienced delayed alerts, a full-volume alert for urgent low soon was delivered at 4:00 pm at the time when the hypoglycemic event allegedly occurred. Why the patient reported not hearing this alert and the alerts that followed later is unknown. It is also unknown why the patient reported that his mobile device was set to silent, as data findings contradict this statement. Furthermore, although signal loss was found as alleged, there was virtually no signal loss on the app during the window of investigation, and the signal loss on the watch began an hour after the hypoglycemic event allegedly occurred. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.